Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling up or moisture damage on electronic assembly and motor noted. Insulin pump had cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the numbers on the insulin pump were scrolling when attempting to put in the carbs. Customer stated that they were in palm springs and went swimming prior to the alarm. Customer's blood glucose reading at the time of the call was 77 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.